Event description:
A 5-yr-old male with congenital nephrotic syndrome had leakage from port-a-cath noted which necessitated discontinuation (temporarily) of his parenteral nutrition. He was taken to or for exam and possible replacement of cath. No evidence of fluid collection found in the pseudocapsule around port or catheter itself. No hole found in the line. It was determined by the surgeon that the most likely etiology of the leakage was related to a small ball valve type of structure on the end of the catheter with reflux of injected contents out around the catheter. Pt was discharged from pacu in good condition and went home two days later in good condition with no catheter problems.